Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tip of the mandrel (guide wire) came off and pierced an employee's finger. It is the third occurrence with the same batch of this sne. The material was used according to the manufacturer's instructions, but the problem continues to occur.

Manufacturer narrative:
A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample analysis was not possible as there was no photographs or samples provided for evaluation. Without a sample to evaluate, it is not possible to confirm the reported issue or related it to a manufacturing process. All associated lot documentation was carefully reviewed; no issues or discrepancies were found related to the reported complaint. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing facility will continue to monitor the process, customer complaints and feedback notifications for any adverse trends that require immediate attention. In the case of a repeated issue and/or recurrence, a new investigation for the specific events would be carried out for each case.